Manufacturer narrative:
The actual device has been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported pull out with the involved angio-seal vip device. The following information was provided by the user facility: the anchor could not be placed; they could remove the whole system without any problems and then they used a new one; they changed out the device and used another angio-seal hemostasis could be achieved with a new angioseal; and it was reported that the patient condition was all right.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. A 6fr angioseal vip device was returned for evaluation. Visual inspection revealed the presence of blood like substance on the device. The angioseal was returned without the arteriotomy locator. The carrier tube assembly was mated with the hemostatic sheath. The device cap was in the rear locked position with the color band fully exposed. Typically, at this stage of deployment the anchor should be posted at the distal tip of the hemostatic sheath. However gross visual inspection did not find the anchor posted at the distal end of the sheath. There was no apparent obstruction of the distal end of the sheath. The latch hooks on the device cap were observed for any anomalies indicative of a user tampering with the latches, no evidence was found. Functional testing was then performed with the device to test whether or not the anchor was present, if it could be posted and if the device could be deployed as designed. To test this the latches on both sides of the device were pushed toward one another allowing the device cap to be moved into the forward lacked position. Once the device cap was moved into the full forward locked position the anchor became exposed from the hemostatic sheath and the carrier tube assembly. The device cap was then moved back into the rear lock position exposing the colored band on the deployment sleeve. At this time the anchor posted at the distal tip of the hemostatic sheath. To mimic the conditions under which the device would be deployed and ensure that the collagen could be tamped the exposed anchor and part of the hemostatic sheath and carrier tube assembly were soaked in lukewarm water for 8 minutes. After the passage of time the angioseal was removed from the water and the anchor was them pressure was then applied to either side of the anchor with two fingers and the device cap mated with the hemostatic sheath were moved superiorly. The collage, and tamping tube were released. The collagen was then tamped with the tamping tube until the black compaction marker was observed. The complaint could not be confirmed. Functional testing found no anomalies with the returned device. The anchor was able to be deployed successfully. Gross visual analysis found no obstruction of the distal end of the carrier tube or hemostatic sheath. It is likely the user's difficulty stemmed from improper insertion of carrier tube assembly into hemostasis sheath. The root cause stems from user error as the IFU provides clear directions as to the steps for ensuring adequate mating of the hemostatic sheath and the device cap. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.